Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat heavy bleeding, incontinence, and abdominal pain. The patient underwent the concurrent procedures of laparoscopic supracervical hysterectomy, bilateral ureterolysis, and mccall¿s culdoplasty during mesh implantation. It was reported that after implantation the patient experienced pain, infection, dyspareunia, erosion, incontinence, and urgency. It was reported that patient underwent removal of eroded mesh and closure of vaginal defect on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.